Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h10. See medwatch completed section c form attached. Corrections made to sections e1 (country type & country) and h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Nursing staff given insulin injection to in-patient and she felt that she is not able to press the plunger. When she taken back the syringe, full needle length not came out. It is visible that some part of needle is broken and remains inside patient body.